Event description:
The customer reported via phone call indicating that the insulin pump had a prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that during priming the insulin pump push out all insulin. Customer was advised and explained the rule on how to correctly fill reservoir and how to prime.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.